Manufacturer narrative:
Evaluation summary: moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 1 had three cuts of approximately 10mm, 10mm, and 5mm. Leaflet 3 had two cuts of approximately 3mm and 10mm. All cuts appeared smooth and straight. X-ray demonstrated wireform distortion and all three commissures bent. Wireform damages were likely due to valve handling during explant. Method: x-ray. Additional manufacturer narrative: the clinical report of pannus was confirmed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. However, patient factors may have contributed to the event. The reported clinical observation of patient prosthesis mismatch could not be confirmed. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The reported clinical observation could not be confirmed as the device was not returned for evaluation. Several follow up attempts were made to obtained the device. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm bioprosthetic aortic valve, implanted four(4) years, eight(8) months, fourteen(14) days, was explanted. Further investigation revealed that the device was explanted due to patient prosthesis mismatch and aortic stenosis due to pannus. The explanted device was replaced with a 23mm bioprosthetic valve. Per operative report, the explanted device was revealed to have stiff leaflets with pannus over two of three leaflets that clearly restricted the mobility of the leaflets causing aortic stenosis. The pannus coupled with the smaller size of the valve was the cause of the aortic stenosis. The patient was noted to have tolerated the procedure well and was discharged in good condition on post-operative day 8.